Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that the catheter issue was discovered during the patient's replacement surgery by the rep and the physician. The pump connector was removed and replaced with a new section. In follow-up with the physician post-revision, the physician stated that the patient was doing very well.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j0058172r, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (concentration 40 mg/ml, dose 10.1 mg/day) for non-malignant pain and other chronic/intract pain trunk/limbs). During a normal pump replacement due to elective replacement indicator (eri), when the pump pocket was opened, it appeared that the pump catheter connector had been sutured to the pump connector and it appeared that the suture was all the way through the silicone onto the connector so they decided to replace the connector. It was noted that the patient was getting good therapy prior to the pump replacement and had no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.